Event description:
The customer reported that their device was used in an attempt to treat a patient diagnosed with atrial fibrillation, however when the first 5 shocks were delivered to the patient, the device was not in the sync mode. The patient's ECG rhythm converted to ventricular fibrillation after the first asynchronous shock of 100 joules was administered. A second 100 joule asynchronous shock was administered with no rhythm change. Three additional asynchronous 300 joule shocks were administered, however the patient's rhythm was not converted. The device operator then turned on the device sync function and administered 3 additional 300 joule shocks. The patient's rhythm was converted from ventricular fibrillation to a normal sinus rhythm with return of spontaneous circulation.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The downloaded patient event record was evaluated by a clinical specialist and it was concluded that the cause of the reported issue was due to a use error. The device user administered a 100 joule asynchronous shock to a patient in atrial fibrillation and caused the patient to go into ventricular fibrillation (the device user should have administered a synchronized shock to treat atrial fibrillation). Additionally, the device user later administered 3 synchronized shocks to the patient at 300 joules while the patient was in ventricular fibrillation (the device user should have administered asynchronous shocks to treat ventricular fibrillation).